Manufacturer narrative:
Product analysis: it was determined on analysis that the analyzer failed incoming inspection and tested out of specification due to being defective. The analyzer was decommissioned. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the analyzer which was returned as an associate device subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.